Event description:
Newly installed AED had depleted battery within a few months of delivery, inspection, and install. Biomedical engineering delivered the new AED to the department, as part of a fleet-wide replacement. After a few days of install, staff performed the daily check and noticed the green check in the status indicator was not there and the unit would not power on. Clinical staff contacted biomedical engineering. Biomedical engineering provided a replacement AED and assessed the issue. After replacement of the battery, the unit in question was operational. The battery in question was tested in other aeds, which would not power on. Biomedical engineering contacted manufacturer, opened a case, received replacement battery, worked with manufacturer to determine root cause. Battery determined to be the issue, although batteries are stated to have a 3-5-year life span.